Event description:
IV catheter did not retract needle properly when inserting. Discontinued IV and started new IV in different arm. Button defective for needle withdrawal into handheld portion- unable to withdraw needle into sheath.when taping shut, then needle activated.